Manufacturer narrative:
Updated to incorporate the event identified in the information received on 2016-dec-06. Updated to incorporate the information received on 2016-dec-06. Updated to include (B)(4).

Event description:
Additional information was received on 2016-dec-06 from the manufacturer's representative. It was reported that the patient presented to the clinic the week of (B)(6) 2016 with the pump exposed. The manufacturer was notified on 2016-nov-04 for pump replacement and repositioning on (B)(6) 2016. The patient had no body fat to accommodate the pump and had poor tissue healing from prior chemo and radiation treatments. No diagnostics were performed since the pump was clearly visible. According to the rep, the patient reported that they had a recent fall that they though they might have hit the pump pocket site. The patient's current compounded medications in the pump are baclofen 966 mcg/ml at 173 mcg/day, morphine 10 mg/ml at 1.7 mg/day, and bupivacaine 2 mg/ml at 0.3 mg/ml.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen, morphine and bupivacaine, dose and concentrations not reported via an implanted pump. The indication for use was spinal pain. The healthcare provider reported the patient¿s pump eroded through the skin. The pump was exposed and possible infection. It was unknown if any environmental, external or patient factors caused or contributed to the event. It was also unknown if any diagnostics or troubleshooting was performed. The actions/interventions taken to resolve the issue was surgical intervention. The device was explanted and a new pump was placed submuscular in the breast tissue. The issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.